Event description:
It was reported that restenosis occurred. The patient was enrolled in the (B)(6) study on (B)(6) 2016 and the index procedure was performed on the same day. The lesion was located in the right mid superficial femoral artery (sfa) and was 100mm long with a proximal reference vessel diameter of 6.00mm and distal vessel diameter of 6.00mm and was classified as tasc ii b lesion. The lesion was treated with pre-dilatation and placement of a 6mm x 120mm study stent occurred. Following post-dilatation, residual stenosis was 0%. On (B)(6) 2018, the patient was hospitalized due to right leg claudication that significantly limited his daily activities. Angiography was performed in the left and right femoral arteries. Angiography of the right common femoral artery showed mild proximal disease in the proximal portion of the stent, patent mid stent and 70-80% of discrete stenosis in the distal portion of the stent that was implanted during the index procedure in the right sfa; 100% occlusion in the proximal portion of the anterior tibial artery; 80-90% of diffuse stenosis in the tibioperoneal artery and 100% occlusion in the distal part of the posterior tibial artery. Angiography of the left common femoral artery showed patent overlapping stents in the sfa; mild diffuse disease in the popliteal artery; 80-90% of the diffuse stenosis in the proximal and 100% occlusion in the distal portions of the anterior tibial artery; patent tibioperoneal artery; 100% occlusion in the distal part of the posterior tibial artery. "Athrectomy" using oct imaging and balloon angioplasty of the right sfa were performed the same day. Residual stenosis was 0%. In addition, angioplasty of tpt, common femoral artery and cto of right posterior tibial artery was also performed. 90% of the stenosis in the tibial-peroneal artery was treated with athrectomy using oct imaging. A final angiogram was performed and revealed excellent angiographic results. The patient was planned for a left sfa peripheral intervention within 4-6 weeks. On (B)(6) 2018, the event was considered resolved and the patient was discharged on (B)(6) 2018.